Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Reportedly the customer ¿called for medical help and ended up in the hospital¿. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.